Event description:
The user stated the valve body cap cracked on the water reservoir and the analyzer leaked onto the cart and onto the floor at the back of the analyzer. The water was not in a walkway. No erroneous results were generated. No operators were harmed. The user replaced the cap which resolved the issue.